Manufacturer narrative:
(B)(4) the event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Device evaluation: returned for evaluation was a 4fr berman catheter. The catheter was visually inspected and no damage, abnormalities or kinks were noted. Blood was observed on the exterior of the catheter. Blood / debris was observed on the interior of the injection lumen. The recommended volume capacity of the balloon is 0.60cc. No condensation was noted within the inflation lumen. The 1.0cc control stroke syringe typically supplied with the product was not returned. The inflation lumen was injected with 0.60cc of air using a lab inventory 1.0cc control stroke syringe. The balloon inflated asymmetrically. The largest radius of the balloon was measured at approximately 3.0mm. The smallest radius of the balloon measured was approximately 2.0mm. The balloon met specifications. The balloon held inflation for at least one minute. The balloon deflated in less than 3 seconds when the syringe was removed per specification. The device was unable to be aspirated and flushed. An attempt was made to clear what potentially was a blood clot, thus being responsible for failing the aspiration and flushing test. See other remarks section for continuation. Other remarks: after soaking, another attempt to aspirate the catheter was performed and immediately air was heard escaping from the catheter. The catheter was placed in water and aspirated; a leak site was found starting at approximately 47.1cm and extending to 47.6cm from the distal tip off the catheter. Upon microscopic investigation, it is confirmed that the catheter body was cracked and only the injection lumen was affected. It was also noted that the leak site may have been a result of continually trying to aspirate the catheter. Per notification label delivered with the package, a viscosity of 8.4 mpa-s or lower is specified. The contrast medium (solutrast 370) reported by the customer had a viscosity at 37 deg c of 9.5 mpa-s. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint that the balloon had a leak or ruptured before use is not confirmed. The catheter balloon passed functional testing; however, the injection lumen was ruptured. The lumen most likely ruptured as a result of using a higher viscosity contrast media than recommended.

Event description:
It was reported that two berman catheters were pre-tested, were asymmetrical and were not used for this patient. While in the cath lab a third berman catheter was pre-tested per the instructions for use and at that time the balloon burst after inflation. As a result, another catheter was used for the procedure. There was a delay in the case; however, no reported patient death, injury, or complications were recorded. The fourth berman was used successfully. It was noted that the controlled stroke syringe was used for the pre-test and the procedure. The contrast medium used was solutrast 370.